Event description:
It was reported that during patient follow-up, interrogation of the ICD showed an alert for out-of-range hvli. X-ray of the lead showed no anomaly. Patient reported falling down several days prior to visit. Lead to header connection anomaly suspected. Lead to be revised.

Event description:
New information notes the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.